Event description:
The customer stated that she tested her glucose and received a reading of 293 mg/dl using her contour meter. She then retested using another meter and received a reading of 102 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.